Event description:
Broken needle was stuck under the skin [device induced injury]. A pt who was using a needle for injecting insulin due to diabetes mellitus, reported that the needle broke off and was retained under their skin in 2001. The needle was removed at the hosp's surgical dept by two incisions, after five hours of x-raying in search of the needle. The pt has recovered completely from the incident.